Event description:
(B)(4). Same case as MDR ID# 2134265-2012-05874, 2134265-2012-05875, 2134265-2012-06440, and 2134265-2012-06448 it was reported that during a coronary stenting treatment procedure, a balloon rupture and probable cerebral vascular accident (cva) occurred. In (B)(6) 2012, a clinical status assessment identified the subject's qualifying condition as stable angina (ccs class 1). The subject was referred for cardiac catheterization which revealed a 95% focal stenosis located in the mid portion of the saphenous vein graft (svg) to the left anterior descending (lad) artery. The lesion was 3 mm long with a reference vessel diameter of 10 mm. Prior to stent placement, they attempted to dilate the lesion with a 2.0 x 15 mm maverick balloon. The balloon was inflated up to 20atms when it ruptured. They attempted to dilate again using a 1.5 x 15 mm maverick balloon. The second balloon ruptured at 22atms. A 2.5 x 15 mm nc quantum apex balloon was successfully used for pre-dilatation. A non-bsc filter was deployed in the vessel and the lesion was treated with the placement of a 3.0 x 16 mm promus element plus study stent. Post dilatation was performed using a 3.25x15mm quantum apex balloon. Residual stenosis was 25% with timi grade 3 flow to distal vessel. The subject was discharged on aspirin and clopidogrel the following day. Four hours following the procedure, the patient experienced "visual blurring in the right eye with periodic stabs of lightening in his visual field. The patient denied any difficulty in speech or weakness in facial muscles." A MRI was ordered which revealed a "small 3mm area of acute ischemia in the left frontal lobe." The symptoms had resolved and did not recur. The subject was placed on anti-platelet agents, statins, and thiazide diuretic or ace inhibitor. The patient was discharged one day post procedure.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).